Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified.  As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed.  Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error (se) 2240 (air in set) alarm occurred during drain three on the home choice (hc). The home patient (hp) was connected at the time of the event. The technical service representative (tsr) assisted the care giver (cg) to clear the alarm and remove the set. The cg did not indicate if the hp would perform further therapy. The tsr referred the hp to the on-call nurse. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.